Manufacturer narrative:
The provided calibration and qc results were acceptable. The provided alarm trace did not show any relevant alarms. The field service engineer found the sipper probe was too close to the side of the assay cup. He adjusted the sipper probe and ran performance testing which passed within specification. The issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh on a cobas e411 rack. The sample initially resulted in a tsh result of >100 miu/ml accompanied by a data flag. The patient sample was repeated twice with different dilutions, resulting in values of 0.270 miu/ml (1:10 dilution) and 150.7 miu/ml (1:2 dilution). The repeat value of 0.270 miu/ml (1:10 dilution) was reported to and questioned by the physician. The value of 150.7 miu/ml (1:2 dilution) of the second repeat is considered to be correct. The tsh reagent lot was 58940900, with an expiration date of 30-apr-2023.